Event description:
A dialysis home patient reported system error 2240 alarm during treatment using homechoice device. The pt noted the pt line of his homechoice set became disconnected from his transfer set while he was sleeping. The home pt discontinued treatment at the time of the alarm and went to the unit the following day for prophylactic antibiotics. There was no pt injury associated with this incident and samples were discarded per the home patient.